Manufacturer narrative:
An event regarding dislocation involving an unknown mdm liner was reported. The event was confirmed through a review of the x-rays by a clinician. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: major bone loss in the greater trochanteric area as related to previous revision problems with functional impairment of the hip abductor musculature in combination with a low position of the restoration modular stem post previous revision surgery did contribute to major soft tissue instability across the hip arthroplasty where the revision status of the hip has already an increased risk on instability, all causing an intraprosthetic dislocation of the hip with disassociation of the poly liner from the metal shell and as such impossible to reduce without another revision surgery. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that 'major bone loss in the greater trochanteric area as related to previous revision problems with functional impairment of the hip abductor musculature in combination with a low position of the restoration modular stem post previous revision surgery did contribute to major soft tissue instability across the hip arthroplasty where the revision status of the hip has already an increased risk on instability, all causing an intraprosthetic dislocation of the hip with disassociation of the poly liner from the metal shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to disassociation of the poly insert from the metal liner in an adm/mdm liner construct. A size f liner construct and 28 +4 metal head were revised to a constrained liner and stryker femoral head. A review conducted by a clinician provided the following conclusion: major bone loss in the greater trochanteric area as related to previous revision problems with functional impairment of the hip abductor musculature in combination with a low position of the restoration modular stem post previous revision surgery did contribute to major soft tissue instability across the hip arthroplasty where the revision status of the hip has already an increased risk on instability, all causing an intraprosthetic dislocation of the hip with disassociation of the poly liner from the metal shell and as such impossible to reduce without another revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to disassociation of the poly insert from the metal liner in an adm/mdm liner construct. A size f liner construct and 28 +4 metal head were revised to a constrained liner and stryker femoral head.